Manufacturer narrative:
Initial and final MDR 1950553 - device 2 of 2. H1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized and faced 2 infusion set bent cannula event on (B)(6) 2024. Patient noticed the symptoms within 3 or more hours after insertion and blood glucose was displayed high. Patient regularly rotate the site location. Furthermore patient confirm the introducer needle was ahead of the cannula prior to insertion. No further information available.